Event description:
It was reported that the customer dropped the device and there were no measures and a dcm failure. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.